Event description:
It was reported through the results of a clinical trial that six months and fifteen days post a vascular covered straight stent graft placement in the cephalic vein at cephalic vein arch via the right upper arm access, the subject had an adverse event of methicillin-resistant staphylococcus aureus gram-positive bacterial infection. It was further reported that one year, three months, and twenty-four days post a vascular covered straight stent graft placement, the subject had serious adverse event of kink in cephalic vein causing stenosis in the mid arm approximately twelve centimeters proximal to the stent. Surgical revision was performed to treat the kink in cephalic vein causing stenosis in the mid arm approximately twelve centimeters proximal to the stent. Treatment re-intervention was successful and no new access created. Reportedly, the outcome of the serious adverse event was resolved. It was also reported that one year, four months, and three days post a vascular covered straight stent graft placement, the subject had cephalic vein restenosis which required an arteriovenous access circuit re-intervention due to elevated venous pressures and pulsatility. Standard percutaneous transluminal angioplasty procedure was performed to treat elevated venous pressures and pulsatility. Treatment re-intervention was successful, no new access created, and the outcome was recovered. Furthermore, one year, seven months, and twenty-four days post a vascular covered straight stent graft placement, the subject had cephalic vein restenosis which required an arteriovenous access circuit re-intervention due to prolonged bleeding, pulsatility, and pseudoaneurysm. Standard percutaneous transluminal angioplasty procedure was performed to treat prolonged bleeding, pulsatility, and pseudoaneurysm. Treatment re-intervention was successful, no new access created, and the outcome was recovered. Reportedly, there have been no documented device deficiencies, and no secondary stage procedures were reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 03/2024) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that six months and fifteen days post a vascular covered straight stent graft placement in the cephalic vein at cephalic vein arch via the right upper arm access, the subject had an adverse event of methicillin-resistant staphylococcus aureus gram-positive bacterial infection. It was further reported that one year, three months, and twenty-four days post a vascular covered straight stent graft placement, the subject had serious adverse event of kink in cephalic vein causing stenosis in the mid arm approximately twelve centimeters proximal to the stent. Surgical revision was performed to treat the kink in cephalic vein causing stenosis in the mid arm approximately twelve centimeters proximal to the stent. Treatment re-intervention was successful and no new access created. Reportedly, the outcome of the serious adverse event was resolved. It was also reported that one year, four months, and three days post a vascular covered straight stent graft placement, the subject had cephalic vein restenosis which required an arteriovenous access circuit re-intervention due to elevated venous pressures and pulsatility. Standard percutaneous transluminal angioplasty procedure was performed to treat elevated venous pressures and pulsatility. Treatment re-intervention was successful, no new access created, and the outcome was recovered. Furthermore, one year, seven months, and twenty-four days post a vascular covered straight stent graft placement, the subject had cephalic vein restenosis which required an arteriovenous access circuit re-intervention due to prolonged bleeding, pulsatility, and pseudoaneurysm. Standard percutaneous transluminal angioplasty procedure was performed to treat prolonged bleeding, pulsatility, and pseudoaneurysm. Treatment re-intervention was successful, no new access created, and the outcome was recovered. Reportedly, there have been no documented device deficiencies, and no secondary stage procedures were reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 9681442-2024-00180 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under MFR rpt# 9681442-2024-00089. H10: g3 h11: d4 (unique identifier (UDI) #) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.